Event description:
There was an issue with bd alaris pump infusion set smart site bag access non-vented ref number 2465-0007. The pharmacy made the medication opdivo in 100 ml sodium chloride and primed the tubing with 0.9% sodium chloride and attached to the 100 ml bag. It was delivered to the floor and the nurse when she went to hang it- the tubing broke and a small amount of fluid spilled in the infusion area. I have never seen tubing break like this and the nurse said there wasn't a lot of tension on the line.